Event description:
Consumer complaint of low blood results. The customer states that he is comparing the meter against two other meters. Strips are within the expiration date (03/31/2017). The customer states that he has opened this vial of test strips about a couple of months. The customer performed a back to back blood test: 124mg/dl and 128mg/dl. The customer states he is physically feeling okay and does not need to seek medical attention. The customer stated his expected range is around 98-180 mg/dl. Recalled the last five blood results (the customer states that the date/time is incorrect): 116 mg/dl on (B)(6) 2015 - 02:26 pm; 143 mg/dl on (B)(6) 2015 - 01:00 pm; 54mg/dl on (B)(6) 2015 - 09:05 pm; 155 mg/dl on (B)(6) 2015 - 04:48 pm; 109 mg/dl on (B)(6) 2015 - 09:04 pm. The customer stores the meter and the test strips inside the drawer in the office. No adverse event reported.

Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of eval: user had an inaccurate reference or user reused test strip on user's test strip had poor fill.